Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") and autoimmune disorder ("autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a robotic hysterectomy with robotic bilat salpingectomy). Essure was removed. At the time of the report, the pelvic pain, autoimmune disorder, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, infection, menstrual disorder and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and autoimmune disorder ("autoimmune reaction") in a 36-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included uterine leiomyoma and umbilical hernia. In (B)(6) 2015, the patient experienced depression ("depression") and anxiety ("mental anguish"). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection") and vulvovaginal candidiasis ("vaginal candidiasis"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant) and menstrual disorder ("menstrual issues"). The patient was treated with surgery (she underwent a robotic hysterectomy with robotic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal candidiasis, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: there were four coils left visualized outside the ostium. There were seven coils outside the right ostium. Patient tolerated procedure well. Most recent follow-up information incorporated above includes: on 6-sep-2018: pfs and medical record received. New reporters and reporter information added. Plaintiff demography added. Product indication, lot no. And explanted date added. Events vaginal bleeding, menorrhagia, depression, mental anguish and did you undergo an essure confirmation test? No added. Event infections updated to urinary tract infection, candidiasis. Concomitant conditions added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and autoimmune disorder ("autoimmune reaction") in a 34-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included uterine leiomyoma and umbilical hernia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), migraine ("migraines") and headache ("headaches."). On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (she underwent a robotic hysterectomy with robotic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain was resolving, the autoimmune disorder, menstrual disorder, urinary tract infection, vulvovaginal candidiasis, depression, anxiety, dyspareunia, fatigue, migraine and headache outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: there were four coils left visualized outside the ostium. There were seven coils outside the right ostium. Patient tolerated procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: pfs received- new event dyspareunia (painful sexual intercourse), fatigue, migraines, headaches, abdominal pain were added. Outcome of menorrhagia, vaginal haemorrhage updated to recovered / resolved. Concomitant and treatment medication were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain / pain") and autoimmune disorder ("autoimmune reaction") in a 36-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's concurrent conditions included uterine leiomyoma and umbilical hernia. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2017, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("urinary tract infection") and vulvovaginal candidiasis ("vaginal candidiasis"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (she underwent a robotic hysterectomy with robotic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, menstrual disorder, vaginal haemorrhage, menorrhagia, urinary tract infection, vulvovaginal candidiasis, depression and anxiety outcome was unknown. The reporter considered anxiety, autoimmune disorder, depression, menorrhagia, menstrual disorder, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: there were four coils left visualized outside the ostium. There were seven coils outside the right ostium. Patient tolerated procedure well. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain / pain') and autoimmune disorder ('autoimmune reaction') in a 34-year-old female patient who had essure (batch no. C91768) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's previously administered products included for prevent pregnancy: iud nos from 2013 to 2014. Concurrent conditions included uterine leiomyoma and umbilical hernia. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (loestrin fe) and ibuprofen. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced depression ("depression"), anxiety ("mental anguish"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue,"), migraine ("migraines") and headache ("headaches."). On (B)(6) 2017, the patient experienced vulvovaginal candidiasis ("vaginal candidiasis"). On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), menstrual disorder ("menstrual issues") and abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (she underwent a robotic hysterectomy with robotic bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dyspareunia and abdominal pain had resolved and the autoimmune disorder, menstrual disorder, vulvovaginal candidiasis, depression, anxiety, fatigue, migraine and headache outcome was unknown. The reporter considered abdominal pain, anxiety, autoimmune disorder, depression, dyspareunia, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, vaginal haemorrhage and vulvovaginal candidiasis to be related to essure. The reporter commented: there were four coils left visualized outside the ostium. There were seven coils outside the right ostium. Patient tolerated procedure well. She received treatment for pelvic pain, vaginal bleeding, menorrhagia, urinary tract infection, dyspareunia, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of events "pelvic pain, urinary tract infection, dyspareunia, abdominal pain was changed to recovered/resolved". We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.